Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 3.5 inr. Qc 2: 3.5 inr. Qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient.

Event description:
On (B)(6) 2018 the customer cut her leg unrelated to the coaguchek device with serial number (B)(4). The customer had not been using her coaguchek device since (B)(6) 2018. On (B)(6) 2018 the customer's leg was still bleeding so she went to the hospital where she was given a tetanus shot and antibiotics. The customer had a laboratory result of 2.8 inr. The customer finished her antibiotics on (B)(6) 2018. On (B)(6) 2018 the customer had a laboratory result of 5.1 inr. The customer was advised to not take warfarin for 2 days. After this event, the customer began to test on her coaguchek device again. When the customer began testing with her device, she complained of discrepant inr results between her meter and the neoplastin laboratory method. On (B)(6) 2018 the result from the meter was 6.3 inr. The laboratory result was 4.7 inr. On (B)(6) 2018 the customer tested on the meter at 8:00 a.m. With a result of 4.0 inr. The result from the laboratory at 11:00 a.m. Was 2.7 inr. The customer re-tested on the meter at 2:00 p.m. And the result was 3.4 inr. On (B)(6) 2018 the customer tested on her meter with a result of 4.2 inr. The result "at the hospital" was 3.2 inr. It is not clear if this "hospital" result is from the laboratory or another point of care device. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to the device. The customer's warfarin dose has been constant and her inr results have been stable. The customer has had no recent significant dietary changes. The meter and test strips were requested for investigation. Retention test strips (297787) were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification.